Manufacturer narrative:
The insulin pump was received with constant failed battery test alarm. The battery tube was disconnected and reconnected to interface board. No failed battery test alarm noted afterwards. Unable to confirm motor error alarm due to failed battery test alarm. Motor was tested outside the device and passed. The device was received with cracked battery tube threads. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the insulin pump had a motor error alarm. The blood glucose at the time of the incident was 120 mg/dl. Troubleshooting was performed. The device was returned for analysis.